Event description:
The complainant reported that the hub detached from the catheter during high pressure injection. The procedure being performed was an angiogram of the aortic arch. There was no harm or injury to the pt or the clinicians.

Manufacturer narrative:
Device evaluation: the suspect catheter was discarded by the user and was not returned to merit for eval. Six devices from the same lot as the suspect device were evaluated. Pressure testing was performed by setting the power injector at 1100 psi. All devices tested were found to have leaks. However, none of the tested devices had hub detachment as reported by the complainant. A modification was previously made to the bonding process to reduce this type of failure. The device history record was reviewed, and no spec deviations were noted that could be related to this event.